Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the device did not seal tissue. A new device was opened and it worked fine. There was no patient injury.

Manufacturer narrative:
Correction: evaluation summary one used lf1737 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found arcing on the back of the device seal plate. The returned product did not meet specification as received. The device jaw over mold was also melted on the side. There was no missing piece of plastic on the melted over mold. The damage to the device jaw caused the regrasp alarm and prevented the device from completing its activation and seal cycle. End tones on a device can only be heard if all activation and seal cycles are completed successfully. The investigation identified the root cause of the reported event to be user error. The damage to the jaw and over mold plastic is consistent with grasping a metal object during activation. The instructions for use (IFU) states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the device did not seal tissue. No regrasp alarms were heard but there was an end tone. A new device was opened and it worked fine. There was no patient injury.